Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an angiojet avx thrombectomy system with no other devices. The device was bloody. The pump, supply line/shaft, and tip were microscopically, tactile and visually inspected. Inspection revealed a broken hypotube, located 37 cm from the tip of the device. Functional testing was attempted, but the device would not prime at all (could not detect pressure) and the boot filled with water. When the boot filled with water, the boot leaked fluid out of multiple holes in the boot material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the left upper extremity arteriovenous (av) graft. Aspiration was initiated inside the body. However, after a short time a saline error message displayed. A leak was observed at the pump. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the left upper extremity arteriovenous (av) graft. Aspiration was initiated inside the body. However, after a short time a saline error message displayed. A leak was observed at the pump. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.